Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2016 with a bifurcated device. After the case, the angiogram looked great with no leaks. The patient had complications post procedure and had to be revived. The patient was returned to stable condition. A follow-up computed tomography done on (B)(6) 2016 revealed a type 1a endoleak. An attempt was made to try to repair the leak using a non-endologix stent . That was not successful, so two different non-endologix stents were used, along with a renal snorkel, to resolve the issue.